Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported of "pain/discomfort", "late seroma", "concerned that this possible related to bia-alcl", "sudden increase, deformity", "loss of its usual configuration, with lobulated contours and signs of possible intracapsular rupture", "thickening and hyper-enhancement of the fibrous capsule", and "sparse cysts" for right side. Device remains implanted.